Manufacturer narrative:
D3 - g1 corrected. Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2008. Reportedly, upon device interrogation on (B)(6) 2021, the device was found operating in nominal mode, with a magnet rate of 73min-1. The battery impedance was measured at 24.55 kohms. The pacemaker was explanted on (B)(6) 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2008. Reportedly, upon device interrogation on (B)(6) 2021, the device was found operating in nominal mode, with a magnet rate of 73min-1. The battery impedance was measured at 24.55 kohms. The pacemaker was explanted on (B)(6) 2021.